Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). After cut by a pin cutter and fixed a disk, the disk was loosened and came away.